Manufacturer narrative:
Device lot number and UDI number are unavailable. It was reported that the site had the clamp sent to a third party to be repaired. Therefore, no parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the spine clamp was damaged. This was discovered in sterile processing. There was no patient present when this issue was identified.